Event description:
It is reported that the femoral component was broken. Pt was revised.

Manufacturer narrative:
Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Once the investigation result is available, an amended medical device report will be filed. (B)(4).